Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient simple tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial gluc3 result was 35.9 mg/dl. On (B)(6) 2018 the repeat result was 83.3 mg/dl. The erroneous result was not reported outside of the laboratory. The repeat result was considered to be correct and was released from the laboratory. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 302652 with an expiration date of mar-2019. Many abnormal sample aspiration alarms were observed on the alarm trace. No issues were identified during a review of the customer's calibration and qc data. The customer is currently not using the instrument since the discrepant results were received. The field service engineer (fse) visited the customer site and replaced reagent probes, a valve and an o-ring from the air pump of both reagent disks. The reaction rotor was adjusted. There was obstruction at the wash station. The obstruction was removed and the wash station was cleaned. The fse also detected an abnormal movement at one of the reagent probes which was caused by damage at the probe cap. The probe cap was replaced. Washes were checked and sample probes were adjusted. Precision test results were ok. All routine samples were run on the c702 module in question and a different c702 module for 2 days and no issues were observed. The customer began to use the c702 module in question again and has not had any other discrepant results. The investigation was unable to find a definitive root cause.